Event description:
It was reported that a flogard infusion pump "presented a failure on channel one." There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The reported problem of a failure on channel one was confirmed by service as the f-38 alarm. The root cause of the f-38 alarm was determined to be damage to the right force sensing resistor. To correct the condition, the right force sensing resistor was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.